Manufacturer narrative:
Device evaluation: analysis of the returned device identified crease folds and an opening on the radius. A leak test and microscopic analysis were performed which identified an opening crack on valve, a striated opening and non-penetrating nicks. Based on the device analysis the final assessment is: a cracked valve seat diaphragm valve and a striated opening due to surgical damage consistent in the use of some surgical tool. The reason for reoperation was reported to be due to an exchange.

Event description:
Healthcare professional reported a left side "hole". Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side "hole". Device has been explanted.